Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the air-in-line (ail) sensor was broken. The ail sensor was replaced and calibrated. Preventative maintenance (pm) was performed and passed all tests. Per customer, no further information will be provided.